Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 non-defib lead (B)(6) 2011; 4076 non-defib lead (B)(6) 2011; (B)(4).

Event description:
It was reported that the lead alert was triggered and the patient has been hearing tones for the past week. It was also reported that impedance on coils was high and fluctuating. A lead fracture was suspected. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.